Manufacturer narrative:
Unique identifier (UDI): (B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient's daughter reported that fluid was discovered to be leaking from inside the cassette door after the patient disconnected from the cycler. The cycler had alarmed for a volume error and treatment was discontinued. Additional information received confirmed that the patient had not completed dialysis treatment and the patient had not experienced any symptoms of an infection or an adverse event. The set was retained and is being made available for evaluation.

Manufacturer narrative:
Set was not made available. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's daughter reported that fluid was discovered to be leaking from inside the cassette door after the patient disconnected from the cycler. The cycler had alarmed for a volume error and treatment was discontinued. Additional information received confirmed that the patient had not completed dialysis treatment and the patient had not experienced any symptoms of an infection or an adverse event. The set was retained and is being made available for evaluation.